Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly caused the device not to recognize a patient connection. The device would therefore not analyze, and would not charge and shock defibrillation therapy. The analog pcb was then evaluated. Physio determined that the cause of the reported issue was due to an electrical short at a capacitor, designator c157 on the analog pcb assembly. This capacitor, designator c157 on the analog pcb assembly caused the voltage at leg 7 of the integrated circuit, designator u46 on the analog pcb assembly to be low, and not to recognize a patient connection. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device would not detect a patient connection. Therefore the device would not provide defibrillation therapy if required. The device had logged several event codes into its memory. There was no patient use associated with the reported event.